Manufacturer narrative:
Clarification to initial reporter phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade I.

Event description:
Healthcare professional reported left side rupture of the device and capsular contracture baker grade I. The device was removed and replaced.